Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.